Event description:
This (B)(6) man with a history of insulin-dependent diabetes, hypertension and benign prostatic hypertrophy was admitted to a sister hosp with complaints of chest pain. Ilis stress test was markedly positive for ischemia and a cardiac catheterization showed 3-vessel disease. Coronary artery bypass grafts x3 was done on (B)(6) without complication. On (B)(6) - the pt was admitted for mediastinitis and was taken to the operating room for mediastinal debridement on (B)(6) and admitted to ICU (B)(6) - 0830. The pt's paralytic medication was discontinued 1030. The pt became fully responsive and was thrashing. At 11:03, a large pool of blood was discovered and the pt was dropping his blood pressure approx 11:10 - the CT attending arrived and discovered a 2" laceration in the right ventricle (rv), to which he applied direct manual pressure. At 1220 - the pt was wheeled into the operating room in his ICU bed while the CT attending maintained manual pressure on the rv laceration. At 1234 - the cardiopulmonary bypass (cbp) machine was hooked up but the perfusionist indicated that there was a problem with the venous return. At 1250 - a tcc revealed the location of the venous cannula, which was manipulated into a better position. This did not correct the problem. At 13:14 - pt placed in hypothermic circulatory arrest and the right ventricular tear was repaired 13:42 - bypass was resumed with difficulty. It was then noted that there was a reversal of the circulatory tubing with the venous and arterial connections reversed. This was corrected and bypass was resumed. At 16:14 - pt was re-warmed and attempt made to wean pt from cpb machine, which was unsuccessful. At 1759 - pt was unable to maintain viable oxygen saturation and was pronounced dead. After the event, the cpb machine was sequestered and analyzed by clinical engineering. It was found to be totally functional. Cpb is usually obtained through direct visualization of the aorta and the inferior vena cava after the chest is opened. This case required a percutaneous femoral approach. The femoral cannulas were inserted by the vascular surgeon while direct pressure was maintained on the rv tear by the CT attending to prevent exsanguination. In a percutaneous approach, the cannulas are long and are inserted without direct visualization of the vessel. Once in, there are no visible markers on the tubings to differentiate arterial and venous. Both cannulas were inserted into the right groin. Several interviewees stated that there was a time when the cannulas were out of direct control of the vascular surgeon prior to being attached to the tubings from the cpb machine and that the tubings for the pump were lying on the sterile field before the surgeon picked them up and attached them. The surgeon stated that they were handed to him by the scrub nurse. He also indicated that he was in control of the cannulas at all times and knew which was arterial and which was venous due to the anatomical locations of the tubes. The pt was on cbp for 40 minutes before the decision was made to convert to hypothermic circulatory arrest. When cpb was resumed, it was discovered that the cbp sys was reversed. The surgery to repair the rv laceration was successful. Despite the grave nature of the injury, the pt may have survived if the bp had been connected correctly. This was determined by the team to be the true root cause.